Event description:
It was reported that the patient underwent an initial hip arthroplasty on (B)(6) 1995. Subsequently, a revision occurred on (B)(6) 2014 due to wear of the liner, poorly fixated stem with proximal lysis, and malpositioned cup with lysis behind the cup. The polyethylene line, acetabular cup and stem were removed and replaced with competitor components.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿implants can loosen or migrate due to trauma or loss of fixation.¿ number 7 states, ¿particulate wear debris and discoloration from metallic or polyethylene components of joint implants may be present in adjacent tissue or liquid. It has been reported that this wear debris may initiate a cellular process resulting in osteolysis or it may be present as a result of loosening of the implant." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-05272 / 05274).